Event description:
On (B)(6) 2010 the pt reported the piston rod of the infusion device sounds "rougher" and appears to have a swaying movement back and forth. She stated the piston rod appears to bend to the left and right. The pt uses the correct battery type and the battery type is correctly programmed in the infusion device. No insulin or water has been spilled in the cartridge compartment of the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.